Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high thresholds. A new lead was implanted. Multiple follow-up attempts have yielded no further information. No patient complications have been reported as a result of this event.